Manufacturer narrative:
The viper universal poly driver (p/n: 279734000, lot #: mi71126 ) was received at us cq.the visual inspection of the received device indicated that the distal tip of the t20 driver shaft component was broken off. The broken tip was stuck in the returned 5.5 ti cort fix 7x45mm screw head. The green color indicator on the ring component was noticed to be fading. The complaint was confirmed for the returned device as the device distal hex tip was broken off. The broken condition of the device tip could have resulted in the alleged complaint condition. There was no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi71126 was released in a single batch. ¿ batch: lot units were released on 20 nov 2018 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a psf (posterior spinal fusion) in l4 to treat spinal canal stenosis was performed. While the screw was being inserted into the bone, the tip of the screwdriver chipped and became stuck in the screw core. The screw and fragments were removed from the patient. The procedure was delayed less than thirty (30) minutes. No further information is available. This report is for one (1) viper system polyaxial screw driver t20. This is report 2 of 2 for (B)(4).